Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. Per reporter the alarm began about the second day of infusion. It was reported that the issue was resolved through troubleshooting. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).